Event description:
The facility reports the staff were transferring the resident from the bed to the wheelchair. The resident slipped through the sling and the sling bottom unhooked. This resident suffered multiple fractures to the lower extremities.

Event description:
The facility reports the staff were transferring the resident from the bed to the wheelchair. The resident slipped through the sling and the sling bottom unhokked. The resident surrfered multiple fractures to the lower extremities.